Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event estimated. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system is in service app mode and not delivering therapy. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient lost therapy. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The device was not returned for analysis; however, the implant data log was received. Analysis of the record shows that the system is in service app mode and not delivering therapy. The results of the investigation are inconclusive since the device was not returned for analysis.